Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. On 6/11/2019, a manufacturing record evaluation was performed for the finished device and no internal actions were found during the review. Manufacture reference no: (B)(4).

Event description:
It was reported that a (B)(6) year-old male patient with history of previous ablation procedures and left atrial appendage (laa) closure procedure, underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation (stsf) catheter and suffered cardiac tamponade requiring pericardiocentesis. During the ablation phase, the patient¿s blood pressure dropped. While the patient was in recovery, cardiac tamponade was confirmed by echocardiogram. Pericardiocentesis was performed to remove 2200 ml of fluid from the pericardium. The patient was reported to be in stable condition, after pericardial drainage. The patient was then transferred to the intensive care unit for monitoring purposes. Extended hospitalization was required, as a result of the adverse event. Patient¿s outcome was recovered. Physician¿s opinion regarding the cause of the adverse event is that it occurred due to a steam pop in the right atrium during the ablation. Transseptal puncture was performed with a baylis nrg transseptal needle (standard curve c0, ref # (B)(4)). The catheter irrigation was set at 15 ml/min. No error messages were observed on any biosense webster inc. Equipment. The stsf catheter was not in close proximity to another catheter and it was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit. The carto 3 system did not indicate to re-zero the catheter.

Manufacturer narrative:
It was reported that a 68-year-old male patient with history of previous ablation procedures and left atrial appendage (laa) closure procedure, underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation (stsf) catheter and suffered cardiac tamponade requiring pericardiocentesis. The investigational analysis completed on (B)(6)2019. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized with no errors were observed. The force sensor was tested and it was found to be working properly. The force values were observed within specifications. Electrical teste were performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Irrigation and deflection tests were performed and it was found within specifications. The catheter was irrigating and deflecting correctly. A manufacturing record evaluation was performed and no internal actions complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use state that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. Manufacture reference no: pc-000471561.